Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump went into threshold suspend due to a discrepancy between the sensor glucose reading and the blood glucose reading. Sensor glucose reading was 40 mg/dl while the blood glucose reading was 120 mg/dl. Advised the customer to call when the alarms occur so that troubleshooting could be performed. The customer will monitor the issue and call back if it occurs again. Nothing further reported.